Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("migration of a coil (at least a portion of the right essure appears external to and beyond of the margins of the right fallopian tube, at the level of the uterotubal junction) / right essure on myometrium") in a (B)(6) year-old female patient who had essure (batch no. D08058, (B)(4)) inserted for sterilization. The patient's past medical history included postpartum state and vaginal delivery. No concurrent conditions. Previously administered products included for an unreported indication: prenatal vitamins. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 4 months 20 days after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, but essure on right not removed). Essure treatment was not changed. At the time of the report, the embedded device had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter commented: patient is scheduled on (B)(6) 2017 for removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: device appears at the level of the uterotubal junc hysterosalpingogram - on (B)(6) 2017: portion of the right essure appears external x-ray - on an unknown date: right essure on myometrium. Hsg: it showed apparent defect consider MRI or direct visualization; at least a portion of the right essure appears external to and beyond of the margins of the right fallopian tube. CT with contrast was completed: the proximal portion of the right essure device appears at the level of the uterotubal junction. Most recent follow-up information incorporated above includes: on 1-may-2017: event updated. Lab data, lot number and historical conditions and drugs added. Company causality comment: this spontaneous case report refers to a (B)(6) -year-old female patient who had essure inserted and experienced migration of a coil (at least a portion of the right essure appears external to and beyond of the margins of the right fallopian tube, at the level of the uterotubal junction). Patient is scheduled to have essure removed. The event, understood as device dislocation, is anticipated in essure's reference safety information. The exact time point and mechanism of device dislocation are not known. However, considering the temporal relationship and the nature of event, causality with essure cannot be excluded. This case was regarded as incident as an intervention will be required. A product technical analysis and follow-up information are expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("migration of a coil (at least a portion of the right essure appears external to and beyond of the margins of the right fallopian tube, at the level of the uterotubal junction)") in a (B)(6) female patient who received essure for sterilization. On (B)(6) 2016, the patient started essure. On (B)(6) 2017, 141 days after starting essure, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter commented: patient is scheduled on (B)(6) 2017 for removal. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2017: hysterosalpingogram result was portion of the right essure appears external. On an unknown date: computerised tomogram result was device appears at the level of the uterotubal junc. Hsg (continuation): it showed apparent defect consider MRI or direct visualization; at least a portion of the right essure appears external to and beyond of the margins of the right fallopian tube. CT with contrast was completed (continuation): the proximal portion of the right essure device appears at the level of the uterotubal junction. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure inserted and experienced migration of a coil (at least a portion of the right essure appears external to and beyond of the margins of the right fallopian tube, at the level of the uterotubal junction). Patient is scheduled to have essure removed. The event, understood as device dislocation, is anticipated in essure's reference safety information. The exact time point and mechanism of device dislocation are not known. However, considering the temporal relationship and the nature of event, causality with essure cannot be excluded. This case was regarded as incident as an intervention will be required. A product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("right essure in myometrium/migration of a coil") in a (B)(6) female patient who had essure (batch no. D08058, 6010584 (invalid)) inserted for sterilization. The patient's past medical history included postpartum state (recent) and gravida. No concurrent conditions. Previously administered products included for an unreported indication: prenatal vitamins. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 4 months 20 days after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, left essure removed, right essure not removed (in myometrium)). At the time of the report, the embedded device had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter commented: patient was scheduled for removal on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: device appears at the level of the uterotubal junction hysterosalpingogram on (B)(6) 2017: portion of the right essure appears external x-ray on an unknown date: right essure in myometrium hsg (continued): it showed apparent defect consider MRI or direct visualization[?] At least a portion of the right essure appears external to and beyond of the margins of the right fallopian tube. CT with contrast was completed (continued): the proximal portion of the right essure device appears at the level of the uterotubal junction. Quality-safety evaluation of ptc: lot number d08058, production date 16-sep-2014 and expiration date 28-sep-2017; lot number 6010584 is invalid based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-sep-2017: reporter did not respond to follow-up attempt.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("right essure in myometrium / migration of a coil") in a (B)(6)-year-old female patient who had essure (batch no. D08058, 6010584 (invalid)) inserted for sterilization. The patient's past medical history included postpartum state (recent) and gravida. No concurrent conditions. Previously administered products included for an unreported indication: prenatal vitamins. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 4 months 20 days after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, left essure removed, right essure not removed (in myometrium)). Essure treatment was not changed. At the time of the report, the embedded device had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter commented: patient was scheduled for removal on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: device appears at the level of the uterotubal junc hysterosalpingogram - on (B)(6) 2017: portion of the right essure appears external x-ray - on an unknown date: right essure in myometrium hsg (continued): it showed apparent defect consider MRI or direct visualization; at least a portion of the right essure appears external to and beyond of the margins of the right fallopian tube. CT with contrast was completed (continued): the proximal portion of the right essure device appears at the level of the uterotubal junction. Quality-safety evaluation of ptc: lot number d08058, production date 16-sep-2014 and expiration date 28-sep-2017; lot number 6010584 is invalid based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-may-2017: quality-safety evaluation of ptc company causality comment: this spontaneous physician report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and, at hysterosalpingogram check 4.5 months after insertion, was diagnosed right essure in myometrium/ migration of a coil (now interpreted as device embedment, as per follow-up clarification). A bilateral salpingectomy with removal of the left device was performed, the right essure was not removed since it was embedded in the myometrium. Device embedment, serious due to medical significance, is anticipated in the reference safety information of essure. Embedment issues can occur with any implants. In this particular case, the insertion had taken place after a recent delivery, thus the post partum state may have been a contributing factor to the event, considering also that only 4.5 months had elapsed from the insertion. However, taking into account the nature of the event, an inherent causality of essure cannot be excluded (related). This case was regarded as incident because of surgical device removal. The product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up information is expected.